Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the (B)(6) stating that the temp of the device was above specification. It is known that the device was not used in surgery. It is unk whether injury or medical intervention occurred. The date of the event is unk. No add'l info was provided.